Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, the reported tissue damage appears to be due to procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damaged leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed however damage was noted to the posterior leaflet. The clip was not implanted and the cds removed. An xtr clip was placed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.